Event description:
It was reported that the 9800 system experienced intermittent loss of image and low ma errors. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified the need to replace the x-ray tube. The x-ray tube was replaced. The system was tested and found to be working as intended and placed back into service.